Event description:
Patient reports vios lc aerosol not working, it only hums. Pt is just starting medication, unknown if an adverse event occurred, unknown if defective device is on hand for indication: chronic obstructive pulmonary disease, unspecified.